Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, non-sustained right ventricular oversensing episodes was noted. It appeared that the source of the episodes were electromagnetic interference and myopotential oversensing. No oversensing was noted. The patient would continue to be monitored.